Event description:
The caller reported that no insulin drops were seen at the end of the tubing during the fill tubing step of the load sequence. There was no reported impact to the customer's blood glucose level. The customer successfully completed the steps to remove air from the cartridge and filled it with 300 units. Technical support assisted the customer in filling and loading a new cartridge, which resolved the issue, and the customer was satisfied.